Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and extracted the logs for analysis. The rse determined that there were alarms during the night and in the morning, including the presence of an alarm "ECG contact fault" from 8:25 to 9:12. As soon as the faulty contact was corrected, red alarms sounded correctly. The customer was informed about the possibility of changing the severity level of the alarm "ECG faulty contacts" and to switch it from blue to red or yellow, as indicated in the instructions for use for the mx750 device. The product support engineer (pse) and clinical product specialist reviewed the logs and found that starting at 2:56 on 07jul2023, multiple contact alarms for ECG, respiration, and spo2 were generated and were turned off at the bedside monitor. These alarms continued to occur intermittently from 03:00 to 09:12, again turned off at either the bedside monitor or the central station. At 09:12 when the faulty contact was corrected, red alarms sounded correctly. Asystole, ventricular fibrillation, and ventricular tachycardia alarms sounded starting at 09:12 and were turned off at both the bedside monitor and central station. Based on the information available and the testing conducted, the cause of the reported problem was the user, as the alarms were not acknowledged. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6).

Event description:
The customer requested assistance retrieving device logs for a patient that expired. The patent was found deceased with the ECG electrodes having 'faulty contact.' The customer advised the monitor is not at fault, there were alarm during the night and in the morning. The presence of an alarm "ECG contact fault" from 8:25 to 9:12. The customer indicated the alarm for 'ECG faulty contact' was occurring prior and as soon as the ECG electrodes were applied correctly, red alarms were generated appropriately. The customer was informed about changing the technical inop to a yellow or red alarm instead. At this time, there is no allegation of device malfunction or that the device caused or contributed to the reported death.